Manufacturer narrative:
The review of the DHR (lot 580i130828a) indicated that the device lot met all established performance criteria prior to shipment. Per the initial report, the cardiva vascade 6/7f device performed per specifications. The device was not returned for physical investigation. Conclusion: while the device was not returned for physical investigation, there is no reported indication that the device did not function as intended. The device was inserted and deployed, temporary hemostasis was achieved, the collagen was deployed, and final hemostasis was achieved at the access site. Retroperitoneal bleeding can be caused by deployment of the procedure sheath above the inguinal ligament prior to use of the vascade closure device. The vascade IFU contains the following precaution: "do not use if arteriotomy site is noted to be "high," above the inguinal ligament (cephalad to lower half of the femoral head or the inferior epigastric artery origin from the external iliac artery). This may increase the risk of bleeding." Pseudoaneurysm requiring thrombin injection is a known minor complications of endovascular procedures or vascular closure.

Event description:
Vascular closure for interventional coronary procedure. The disc was tested before the procedure and deployed and de-deployed without incident. The device was inserted and deployed; temporary hemostasis was achieved. The collagen was deployed and final hemostasis was achieved at the access site. A possible pseudoaneurysm and retroperitoneal bleed were suspected by the doctor. A CT scan was conducted that confirmed the retroperitoneal bleed. Manual compression was applied in holding area and additional 2 units of blood given to the patient. An ultrasound was performed and it confirmed the pseudoaneurysm. The pseudoaneurysm was resolved with a thrombin injection. Patient was sent to recovery and discharged.